Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image was produced. Additionally, the evaluation found the camera cable is broken and pixel defects (white flaws on the image. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that since the camera cable failed, the internal charge-coupled device (ccd) may have failed. Therefore, it is assumed that normal communication was not possible, resulting in no image output. A definitive root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image and a blank screen. There were no reports of patient injury or medical intervention associated with this event.